Event description:
Customer's mother reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose reading was 29 mg/dl at the time of admission. Caller stated that the insulin pump was not working correctly and she will call to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).